Event description:
On (B)(6) 2014 it was reported that the patient underwent generator replacement on (B)(6) 204 due to battery depletion. The explanted generator was returned for product analysis on 12/30/2014. Product analysis is still underway and has not yet been completed.

Event description:
Product analysis was completed on the generator on 02/04/2015. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.821 volts, shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes were received which indicated that the patient usually averages about 3 seizures a month but since the patient¿s last visit in (B)(6) 2014, he may have had a few more month seizures. The patient was noted to have had 5 or 6 seizures in (B)(6) and 3 so far in (B)(6). The physician stated that he suspects that the increase in monthly seizures to 4 or 5 is caused by his vns battery running low. The patient was referred for generator replacement. Although surgery is likely, it has not occurred to date. Additional information has been requested from the physician¿s office but no further information has been received to date.